Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shocks. Upon reviewing the merlin transmission, the patient received a inappropriate shock from the implantable cardioverter-defibrillator for supraventricular tachycardia (svt) that fell in the ventricular tachycardia (vt) zone. The morphology indicated svt and sudden onset indicated vt. Programming changes were made. Patient's condition was stable.